Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip sureform 45 stapler instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation not reported by site: the instrument was found to have an unclamp failure based on log review, that was not replicated in-house. Msc logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms an unclamping failure. The complaint was confirmed by failure analysis. A review of the advanced technical log review for the curved-tip sureform 45 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: dsp logs did not show all installed of the procedure, so the procedure review dashboard was used to collect data on the installs. Logs show pn 480460-09, ln k12240516-0504, was used first, and it was installed on the system 8x and fired 8 reloads (1 white, followed by 7 blue). On installs 1-3, and 5-7, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was complete with 1 pause for compression. On install 8, the first clamp was successful, and the firing was completed with no pauses for compression, however the subsequent unclamping failed at 100% completion. Msc logs show error code 22030 representing the failure, with parameters indicating there was a drivetrain failure. The instrument was then force expired by the system, represented by error code 282 in the msc logs. The drivetrain failure occurred on usm 1. The instrument was then removed and not used again in the procedure. Next, logs show pn 480460-09, ln k13241017-0408, was installed on the system 1x and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. However, the subsequent unclamping failed at 99% completion. Msc logs show error code 22030 representing the failure, with parameters indicating there was a drivetrain failure. The instrument was then force expired by the system, represented by error code 282 in the msc logs. The drivetrain failure occurred on usm 1. The instrument was then removed and not used again in the procedure. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler instrument generated error 22030. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jolt while stapling did not cause any injury to the patient or tissue during the procedure. It was confirmed that the surgeon was able to unclamp the stapler using the surgeon controls for curved -tip sureform 45 stapler (part# 480545-06/ lot# k13241017-0408) and sureform 60 stapler (part# 480460-09/ lot# k12240516-0504) that issues during procedure and were returned for error 22030. The stapler instruments were inspected prior to use and there was no thermal damage. There was no stapling issue and did not result in any malformed or unformed staples. The jolt was the only occurrence. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. It was unknown if the surgeon fired over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue and no unplanned tissue removal. There was no fragment fall into a patient during a surgical procedure. The procedure was completed robotically with the same robot. The reloads were not used from this procedure be returned for failure analysis. The patient demographics were shared.